Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va17p3x , implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported not feeling stimulation since the end of (B)(6). The patient programmer could go up to 8.5v but the patient wouldn't feel stimulation. At the time of the report, therapy was on but the patient couldn't feel stimulation. The device was reportedly not working properly. The patient had an x-ray done about two weeks prior to the report and the healthcare provider (hcp) thought a wire may be disconnected. It was noted that the hcp was reportedly suggesting surgery for the lead and the patient was "awaiting a call back for the results". The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va17p3x, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Analysis of the ins (B)(4) revealed that there were no significant anomalies. It passed the final functional test on the automated test console and analysis determined that there were no issues when pressing on the ins can, its telemetry was acceptable, and, when it's output was tested at the cut end of the lead, good stable output was observed on all electrode pairs. Furthermore, analysis of the lead (va17p3x) revealed no significant anomalies. All method codes and conclusion codes apply to both the lead and ins. Result code applies to the lead and code applies to the ins. Result code applies to both. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported to a manufacturer representative (rep) that they experienced a return of symptoms and a lack of stimulation at high amplitudes. The patient stated that a fall may have contributed to these issues. The patient had a revision of the lead and replacement of the ins because the battery was depleted. It was indicated that revision of the lead and replacement of the ins resolved the reported issues.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va17p3x , implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information

Event description:
Additional information from the patient reported they were not sure if the wire was disconnected, the pictures were not clear, and said they must need reprogramming. They noted that they consulted their surgeon who installed the device and they do not believe the wire is disconnected since they got a reading of 8.5. The patient said "does not hold on very weak stimulate and then goes away". Nothing had been resolved at the time of the report. The patient planned to follow up with their doctor and the manufacturing representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.